Event description:
It was reported that the patient removed the pod after wearing between 4 and 24 hours due to their blood glucose levels rising to over 200 mg/dl. When removed, the patient reported that although the cannula was properly inserted into the infusion site, the pink slide had not moved forward; this indicates a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages or manufacturing defects were observed. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 1421 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No abnormalities were observed. The pod was seen to have function as intended.